Event description:
It was reported that during a thoracotomy, the initial cartridge fell out of the device when it was first opened, it was loose. Another cartridge was placed into the device and when fired it resulted in partially closed staples. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.